Event description:
A site biomed representative reported that while in a spine procedure, on the previous day, the surgeon alleged a 4 millimeter inaccuracy in the posterior direction. The procedure was using a navigation system and an imaging system. In trouble-shooting, the site brought in a second navigation system, took another 3d spin with the imaging system and confirmed accuracy was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. During testing, the computer hardware functioned properly. The computer passed testing and will be held for future use. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient identifier and weight were not made available from the site. On 07/15/2015 the biomed representative reported taking another spin with the same navigation system, and imaging system, the following day and witnessed the same inaccuracy. A second demo spin was taken and accuracy was restored. On 07/16/2015 a medtronic representative, following-up at the site, reported the site staff explained that when initial inaccuracy was perceived, there was a projection on the passive planar probe and they were navigating projection (not tip of instrument). The site staff tried to reverify the probe but since they were navigating projection it would not verify. At this time they brought in the other navigation system to continue the procedure. On 07/20/2015 the site biomed representative reported that when testing the systems the next day "our first phantom accuracy test the 3d spin orientation was wrong. Orientation was at patient right supine. We did second spin with correct orientation patient left supine. Second spin accuracy was within 1 millimeter. On 07/29/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/31/2015 a medtronic representative, following-up at the site, reported that after replacing the navigation system computer and performing several spins, the reported issue could not be replicated. System was accurate and functioning as expected.